Event description:
The customer reported that the power cord was frayed and the wires were showing.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep replaced the power cord assembly, verified system operation, system operating as intended. The customer also ordered a video controller pcb for the system.